Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow up, episodes of non-sustained rv oversensing were observed. Review of the episodes revealed intermittent oversensing due to possible lead noise. The lead was capped and replaced. The patient is in good condition.